Event description:
A customer contacted haemonetics on (B)(6) 2011 and alleged that power entry module sparked when the plasma collection systems was powered on. Also, the cover switch was not going to the locked position. No donor injury was reported. No operator injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2011 and alleged that power entry module sparked when the plasma collection systems was powered on. Also, the cover switch was not going to the locked position. No donor injury was reported. No operator injury was reported. Attempts have been made to acquire defective component. Investigation ongoing. F/u report will be filed when investigation has concluded.